Manufacturer narrative:
(B)(4). The device history record of batch number 74c1601966 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to manufacturing specifications. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The complaint states: it does not appear that the air is being evacuated by the unit. Have re-accumulation of air with the sahara suctioning. Physicians are disconnecting and easily evacuating the air with a syringe. The patient's condition was reported as fine.